Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-05489. Reference MFR. Report#: 1627487-05491. It was reported the patient's drg leads migrated. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Reportedly, the patient has effective therapy following the procedure and the issue is resolved.